Event description:
Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The device was explanted and successfully replaced in 2003. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.